Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that their daughter was hospitalized due to diabetic ketoacidosis high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with bolus, insulin drip and fluids. The customer reported that the buttons were hard to press. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.